Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced an issue where the infusion set did not deliver insulin while sleeping. High glucose levels were noted (373 mg/dl on continuous glucose monitor and 350 mg/dl on fingerstick at around 3 am). The patient¿s father removed the infusion set and inserted a new set at a different location, after which glucose levels normalized. The patient was using humalog insulin and a freestyle libre 3 plus cgm. There was a patient involvement and there were no additional adverse consequences.